Manufacturer narrative:
The country of origin is (B)(6).

Event description:
A nurse complained, on behalf of a patient, of a discrepant inr result with coaguchek xs plus meter serial number (B)(4) when compared with a laboratory result using the thromborel s method. At 11:00 the meter result was 4.6 inr, by capillary sample, and at 11:30 the laboratory result was 3.4 inr. The patient's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. There were no changes to warfarin based on these results and there were no recent changes to the patient's diet or lifestyle. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.